Event description:
Ous MDR. Noise on this lead was detected as vf, which occurred twice on different dates. Both charges were aborted. The patient will be scheduled for a lead replacement in the near future. No adverse patient side effects have been reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analysed. The available iegm freezes confirmed the presence of noise on the rv channel which led to vf detection without shock delivery as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.